Event description:
It was reported that a staff member was transporting three batteries in her arms and supporting them on her abdomen when she felt them generate heat. This heat penetrated through her scrub shirt and resulted in a burn to her abdomen. The burn was described as a 3-5 millimeter thread-like scab located on the upper abdomen. There was no medical or surgical treatment required for this injury.

Manufacturer narrative:
Investigation findings: an eval of this battery did not find any melting of the terminals and during testing the battery charged a full cycle and passed all testing. The instructions for use (IFU) for this device warn the user: warnings. Do not short circuit battery terminals or allow them to come into contact with metal objects. This could cause a shock or burn injury and also damage the battery pack. Inspect battery pack for damage (i.e., cracks in battery case) prior to use. Do not use damaged battery packs. If battery pack is damaged and leakage or residue is noticed, do not allow it to come in contact with skin, eyes or clothing, burns may result. If it does, flush area with copious amounts of water and seek medical attention immediately. Dispose of or recycle properly.